Event description:
It was reported to philips that the device had an unspecified error. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device is experiencing an unknown error. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Customer is taking responsibility to correct/repair the device. The device remains at the customer site and no further evaluation is warranted at this time.